Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. The pulse generator exhibited loss of capture. The patient was admitted to the hospital on (B)(6) 2012 and a temporary pacing wire was inserted. On (B)(6) 2012 the pulse generator was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.